Event description:
It was reported that an edwards' aortic bioprosthesis was explanted after an implant duration of approximately 82 months due to severe aortic stenosis. Operative report indicates aortic valve area was less than 0.6. There were two leaflets of the aortic valve that were fused. Also noted that the leaflets demonstrate yellowish nodular calcifications. Patient also underwent a mitral valve replacement during the same surgery, reference MFR report #2015691-2011-16191.

Manufacturer narrative:
Evaluation: method = x-ray. Evaluation summary: as received, leaflet 1 is in an open position, due to stent distortion at commissure 2, possibly occured at explant. Also, exhibited a cut out in the tissue of leaflet 2 measuring to 8x7mm, which may be due to pathological testing. The valve exhibits heavy calcification in the cusp area of leaflets 1 and 3, and moderate in the cusp area of leaflet 2. Moreover, minimal host tissue overgrowth encroached onto the tissue at both aspects and into the orifice at the greatest point by approximately 2-3mm. Host tissue is moderate at the stent inflow and stent outflow. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Device evaluation indicates calcification and host tissue overgrowth were the main causes of the reported stenosis. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. There has been no information to suggest a device manufacturing quality deficiency that may have caused or contributed to this event.